Event description:
It was reported that patients implantable pulse generator (ipg) is not laying flat causing discomfort and pain occasionally and over time the relief was inadequate. It was also noted that the patient had difficulty charging the ipg and powering the device. An x-ray also shows spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure. The existing leads were advanced higher and ipg was replaced for an alpha ipg. The patient was doing well postoperatively. The explanted device was discarded by the facility.